Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer loaded a new elecsys ca 19-9 immunoassay reagent pack on their cobas 8000 e 602 module on (B)(6) 2018. The customer started testing patient samples using this reagent pack on (B)(6) 2018 even though no quality controls had been tested on this reagent pack. On (B)(6) 2018, quality controls failed. A calibration was performed on the pack which passed. The customer then replaced the reagent pack. Controls were tested on the replacement pack and these were acceptable. The customer then repeated the patient sample on (B)(6) 2018 and the repeat values were different and believed to be correct. The first sample initially resulted with a ca 19-9 value of 64.9 u/ml, which repeated as 90.56 u/ml. The second sample initially resulted with a ca 19-9 value of 55.9 u/ml, which repeated as 74.17 u/ml. The third sample initially resulted with a ca 19-9 value of 35.9 u/ml, which repeated as 49.25 u/ml. The fourth sample initially resulted with a ca 19-9 value of 65.9 u/ml, which repeated as 88.39 u/ml. The fifth sample initially resulted with a ca 19-9 value of 707.5 u/ml, which repeated as 1059.00 u/ml. The initial results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. The serial number of the e 602 analyzer was asked for, but not provided. The reagent pack was provided for investigation and initial investigations found clumped microparticles in the microparticle bottle of the reagent pack. Controls were tested on this pack and were within range, although lower than recovery of a retention pack. Reagent bottles from the retention pack were exchanged with the complained pack and a signal drop was observed due to influence of the microparticle reagent bottle from the complained pack.

Manufacturer narrative:
The provided qc data from the day of the repeat results were lower than the customer¿s mean but within 3sd. The global recovery with the customer¿s reagent lot and control lot does indicate a general reagent issue. The calibration data with the complained reagent pack has lower than expected calibration signals when compared to retention kits. Calibration is acceptable with another pack of the same lot. Based on this data, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.